Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Adverse events that may be associated with the use of the vad system, other than death, include device thrombus. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
Additional information: the information for use states: safety and effectiveness in persons less than 18 years of age and in persons with a bsa of less than 1.5 m2 have not been established. A review of the controller log files associated with the event showed data were only through (B)(6) 2015 while the event date was (B)(6) 2015. 4 low flow alarms have been logged since (B)(6) 2015. Log report shows parameters to be within normal operation. Waveform trends of this nature are indicative of normal pump operation. (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log file analysis. The device passed visual examination, dimensional verification and functional testing. There were no gross surface abrasions on the pump and impeller surfaces. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event; clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad staff that this patient was called into the hospital for a transplant. At admission, it was noted the patient had increased power and increased ldh and the site suspected a pump thrombus. The patient received the scheduled transplant and the site did not notice evidence of thrombus at that time. It was reported that the pump will be returned; however, it has not been received for evaluation as of the date of transmission of this report. No further information is available at this time. Investigation is on-going.